Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle third of the posterior tibial artery. A 2.5mm x 150mm x 150cm sterling sl was advanced for angioplasty of lower limbs. However, during the first inflation at 8 atmospheres for few seconds, the balloon ruptured. The device was removed, and the procedure was completed with a drug eluting balloon. No complications were reported, and the patient was in good condition post-procedure.